Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the complaint was not confirmed, however secondary issues unrelated to the complaint were found. On performance testing with control solution, the test strips read control solution as blood. The test strips were reading control solution low. In addition an error 5 message was observed with no assignable cause found. The meter was also returned on (B)(4) 2013 however evaluation of the product has not yet been completed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (6/21/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter error was not reproduced, but the meter failed testing. The test strips were also tested and the primary complaint was not confirmed. A secondary control solution issue was found but the strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.